Event description:
The lay user/patient contacted lifescan alleging the meter has lines going through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
A 510 (k) # is k073231.